Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the mobile programmer exhibited a loss of communication, during threshold testing. A different model programmer was used to complete testing and device programming. The programmer remains in use. No patient complications have been reported as a result of this event.